Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right and left laparoscopic inguinal hernia repair with mesh. The patient had revision surgery the date of the revision surgery is unknown. The patient experienced extreme pain and undergoing nerve blocks for pain treatment.